Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent balloon kyphoplasty on (B)(6) 2016 for compression fracture at l1 due to osteoporosis. On (B)(6) 2016, post-op, patient suffered with l1 nerve root paralysis due to leakage of cement outside the vertebral body. Patient issue has not been resolved.